Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pump was not sounding audible high blood glucose (bg) alerts. As the contact did not have the pump present at the time of the report, troubleshooting could not be performed. Blood glucose (bg) was 354-400 mg/dl and a correction bolus was delivered.